Event description:
It was reported that a patient underwent a left sublingual gland lesion resection under local anesthesia on (B)(6) 2024 and suture was used. The patient was admitted to the hospital due to "recurrent left sublingual gland redness and swelling for 1 year, with an additional 3 days". The patient underwent the procedure on the second day of admission. Post-op, on the first day after surgery, the patient complained of wound pain and left submandibular enlargement. On physical examination, redness, inflammation and swelling were found at the wound site of the sutured skin, and the suture did not fall off. There was left submandibular swelling with obvious tenderness. The doctor was considering an allergic reaction to the suture. Continued to administer intravenous infusion of oxacillin sodium for anti infection, and intravenous infusion of dexamethasone sodium phosphate injection for anti-inflammatory treatment. On the second day after surgery, the patient reported relief of wound pain and slight swelling in the left submandibular region. Upon physical examination, there was no oozing blood or fluid at the suture site, and no redness or swelling is found around the suture. Slightly enlarged left submandibular region. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested but unavailable: please confirm this event occurred post-op. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Are there any photos available?